Manufacturer narrative:
Image review: one photographic image was returned for review. The photographic image appeared post- procedural and contained the patient¿s lower leg. Two incisions were noted, one was located just below the knee, and the second was located near the calf muscle. The incisions were consistent with the incision and drainage procedure which occurred 14 weeks post procedure. Redness and swelling were noted at both incision locations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, physician used venaseal occluding device to treat 2 segments in the great saphenous vein (gsv) and short saphenous vein (ssv). The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. The procedure was completed well. Several months post treatment, the left gsv <(>&<)> ssv, treated with venaseal, patient is uncomfortable due to painful, hard, and touching foreign substances. It was reported that patient suffered allergic reaction and foreign body. Approximately 11 weeks post procedure, patient underwent I<(>&<)>d; 1 point on mid calf and 1 point on the ankle. Approximately 14 weeks post procedure, patient underwent I <(>&<)>d; 1 point on below the knee and 1 point on lower tibia. The I<(>&<)>d the patient underwent was incision <(>&<)> drainage. The patient did not have any previously known allergies. The patient was prescribed antihistamines. The patient has been reported to have healed perfectly. No further injury reported.